Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced that there was no continous glucose monitoring value in inpen application. The customer reported no adverse event. The event involved product(s) mmt-8060. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. A product return is not applicable for non-physical devices.

Manufacturer narrative:
Additional information has been received regarding the product material change which was not included in the initial report. So, the correct product material has been changed from mmt-8060 to mmt-8061 as per new additional information and updated in sections b5 (updated the summary), d1/d2a/d2b, and d4. An attempt to reproduce the reported issue was not performed as it was analyzed through earlier reference tickets. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document: (B)(4). After investigation it was found from gcp logs that the inpen app was no longer receiving current glucose values when attempting to retrieve cgm data from carelink. During the same timeframe there were no periodic packets in carelink which would result in the cgm value to show as on the inpen app. These gaps in data can be caused by a number of things including the cgm app temporarily losing connection with the sensor or carelink. Issue was confirmed through gcp logs and periodic packets. To assist with the resolution of the issue, we provided the helpline team with the following information: please confirm the patient's cgm app is properly paired with the sensor and has a stable network connection to consistently upload data to carelink. Helpline has confirmed patient is no longer reachable, however from logs issue appears resolved. No further investigation required. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: based on latest updated information, the event involved product(s) changed to mmt-8061.